Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that the initial laparoscopic gastric bypass procedure on (B)(6) 2015 went well. One or two days post-op the patient was not doing well. The patient was taken back into the or and the surgeon noticed that there was internal bleeding. The staple line, gastric pouch had blown out due to clotting. The surgeon was using either a black or a green cartridge. The surgeon patched the area with remnant stomach and suture. It is unknown if the patient received any blood products. The patient is currently stable. This is all the information the sales representative had at the time of the call. The device and reload were discarded.